Manufacturer narrative:
(B) (4).

Event description:
It was reported that a confirmed pump motor stall was noted by the clinician in the pump event logs; no motor stall recovery was recorded. The motor stall occurred on (B) (6) 2010; the tube set message occurred on (B) (6) 2010. It was unknown if there was audible alarming, any magnetic/emi interaction or a therapy or medical problem. Additional information has been requested. A follow-up report will be sent if additional information becomes available.